Event description:
I received mentor saline breast implants and became sick a few years after they were put in 2002. My health has steadily declined over the last few years. Extreme fatigue, flu like symptoms, restless leg syndrome, fibromyalgia and inflammation.